Event description:
Doctor reported that a patient came in with pain. Dr. Took some x-rays and observed, that the implanted gamma3 nail was broken. He organized a revision surgery and replaced the nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.